Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with primary osteoporosis. The patient suffered from intravertebral clefts and was implanted at l2 level. During surgery, the balloon ruptured at 200 psi. When injecting the contrast medium and trying to expand the balloon, there was a feeling of strangeness in the appearance of the perspective image for scale with injecting the contrast medium (it was felt that the amount of the contrast medium by the perspective image was less than usual). Once the balloon was deflated and it was removed from the vertebral body and inflation was tried on the outside of operative field, there was a little air inside by the appearance and the contrast medium in the balloon leaked in the form of oozing from the tip of marker at the tip. The product came in contact with the patient. No fragment of the ruptured balloon remained in the patient. There was a delay of less than 60 minutes in the overall procedure time as a result of this event. The procedure was completed successfully with a new product. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.